Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the centrifugal pump of the hls module began to make noise during patient treatment. The flow decreased with constant rpm (revolutions per minute). Clots seemed to be in the centrifugal pump. Customer decided to change out the hls set with no consequences to the patient. No harm any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the centrifugal pump of the hls module began to make noise during patient treatment. The flow decreased with constant rpm (revolutions per minute). Clots seemed to be in the centrifugal pump. Customer decided to change out the hls set with no consequences to the patient. No harm any person has been reported. The affected be-hls 7050 #shls set advanced 7.0 with lot#3000204671 technically investigated in the getinge laboratory on 2022-05-16. During the cleaning process of the product sporadic coagulated blood clots were rinsed out. However, the reported failure by the customer could not be confirmed during further investigation steps. Neither abnormalities of the hls module nor unusual noises could be confirmed. The customer described that there were blood clots in the centrifugal pump during use. A possible cause for the reported failure could be that the formation of blood clots in the pump can cause noise and flow rate impairment depending on the spread and location of the blood clot. Such side effects can occur as a result of changes in the flow conditions within the pump. Based on the investigation results the reported failure "noise on pump, flow decreasing" could not be confirmed. The production records of the affected beq-015703112#hls module advanced adult with packaging lot#3000164491 were reviewed on 2022-05-18. According to the final test results, the beq-015703112#hls module advanced adult with packaging lot#300016449 and serial number 1803035 passed the tests as per specifications. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 g-670 version 03 · us. Chapter 4.2 safety instructions for the extracorporeal circulation no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. Use anticoagulants; e.g. Heparin or argatroban. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).